Manufacturer narrative:
The user-reported leaking issue was confirmed by the IV set contract manufacturer carefusion/bd on 06/03/2016. Affected IV sets are under recall #(B)(4). (B)(4).

Event description:
The user reported "the filter of the IV set split apart." No patient injury or harm was involved in this case.